Event description:
Additional information was received that another sleep study was performed after the vns was disabled and there was no meaningful desaturation. The patient does not complain about choking sensations now (as she was initially). There is a clear link between vns stimulation and desaturation at night. No other relevant information has been received to date.

Event description:
It was reported that this patient has obstructive sleep apnea with decreasing oxygen saturation levels consistent with stimulation. The patient¿s device was disabled, so that they could undergo a sleep study with the vns turned off. The patient has no history of osa previously. The patient did not have any awake dyspnea or apnea episodes but it was prominent during the sleep. The patient continues complaining of choking sensations during sleep. No other relevant information has been received to date.